Manufacturer narrative:
Additional information has been provided in sections d.9, h.3, h.6 and h.10. The system was examined and the reported event was replicated. The lamp was subsequently replaced to resolve the issue. The system was tested and found to meet product specifications. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to non-conforming lamp. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that in an ophthalmic operating console lamp was not working and the auxiliary illuminator needs to be replaced. Procedure details and patient impact have not been provided. Additional information has been requested. Additional information received indicated that during the surgery, surgeon noticed that port 1 and 2 were dim and light was not bright enough. Ports 3 and 4 had no light at all. Surgery was completed using system illuminator without any patient harm.